Event description:
It was reported that "the patient has been having problems for the last seven years. Patient is reporting having a lot of pain and discomfort. Patient says that she has to have her throat dilated one to two times per year. Patient also reports vomiting blood. Patient states that she had the zephyr neck plate implanted in her neck in 2003 and her first surgery was in 1991 when she broke her neck. The neck plate that she currently has in her neck is a stryker. Patient wants to find out as much as possible with her current plate and screws that are in her neck. "

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
Method: no lot or product code for evaluation. Results: this unknown cervical plate, was not and remains implanted in the patient. This event occurred post-op and the patient was reported to be experiencing "pain, vomiting blood, throat dilation one to two times a year". Several attempts were made to gather more information about the event, but we have not received any response. We do not have enough information to conclude that the patient is experiencing these symptoms due to an issue with the cervical plate. Conclusion: the cause of the reported event cannot be determined conclusively because the device was not returned to stryker for full evaluation.

Event description:
It was reported that "the patient has been having problems for the last seven years. Patient is reporting having a lot of pain and discomfort. Patient says that she has to have her throat dilated one to two times per year. Patient also reports vomiting blood. Patient states that she had the zephyr neck plate implanted in her neck in 2003 and her first surgery was in 1991 when she broke her neck. The neck plate that she currently has in her neck is a stryker. Patient wants to find out as much as possible with her current plate and screws that are in her neck. "